Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 had failed and was unable to recover. The field service engineer (fse) noted that the customer and the user had removed some jammed medication and paper clips. The fse performed additional cleaning to ensure the drawer area was clear and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5-micu_main drw 4.2-pkt a1 drawer failed and could not be recovered. The machine was rebooted twice; however, the drawer could not be recovered. A failed hardware icon appeared on the screen. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.